Manufacturer narrative:
A ge representative evaluated the system and replaced the remote user interface (joystick) module. The system operates as intended.

Event description:
The customer reported the joystick would not work. No patient injury was reported.